Event description:
Information was provided in medwatch report # (B)(4)/

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to local eye doctor with visual complaints of ~ 1-week duration. The eye doctor told patient he was concerned that symptoms were related to stroke. Small subacute posterior cerebral artery infarct was confirmed by cat scan. We do not know international normalized ratio (inr) at symptom onset due to delay in presentation, however, inr at hospital admission was 2.4, and patient was taking aspirin 243 mg daily. Patient did not demonstrate focal deficits beyond his endorsement of visual disturbances, however occipital hallucinations were confirmed via eeg. Patient was discharged with therapeutic coumadin and aspirin 325 mg and two anti-epileptic medications